Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited noise leading to over-sensing. The patient presented to a scheduled explant procedure. During the procedure, while removing the lead, the tip electrode was damaged. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of tip electrode separation was confirmed while the reported event of noise was not confirmed. As received, a partial lead (distal portion) was returned in one piece with all four tines intact. Visual inspection of the lead found that the inner coil/distal tip was pulled out/stretched from the insulation which is consistent with procedural damage. The cause of reported event of tip electrode separation was isolated to procedural damage. Electrical test and x-ray examination were normal.